Event description:
It was reported that the 3-way stopcock to IV set part was broken when they tried to tie it tight before use. No patient complications were reported.

Manufacturer narrative:
Customer report was confirmed. Received (1) flotrac kit. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Stress marks were evident around entire bonded stopcock female luer.